Event description:
It was reported that low level baseline noise was observed on the ventricular channel. Reprogramming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.